Manufacturer narrative:
The pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after re-filling a used cartridge with 100 units of insulin. The customer reused the cartridge, added more insulin, and successfully resumed insulin therapy. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose level was 194 mg/dl.